Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 25 mmol/l at the time of incident and current was 25 mmol/l. The customer's sensor glucose was 4.7 mmol/l. The customer reported that insulin pump got suspended 4 times already because sensor was reading low and her blood glucose was high. The device will not be returned for the analysis.